Event description:
It was reported that the bd insyte IV catheter experienced poor perforation on packaging. The following information was provided by the initial reporter: this is a report about defect in perforation of the package before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-apr-2023 . H6: investigation summary our quality engineer inspected the 3 photos and 2 samples submitted for evaluation. The reported issue of package difficult to open / tears was confirmed upon inspection and testing of the samples. Analysis of the samples showed that there were unclear perforation lines between the two-unit packages. When the samples were subjected to package separation testing, they failed. The samples were found to be difficult to separate. Bd determined that the cause of the failure was related to our packaging process. During our packaging process a knife is used to cut in the perforations between the unit packaging. It is most likely that the blade used to cut the perforations for these samples was dull. Production records were reviewed, and this batch meets our manufacturing specification requirements. Our review also confirmed that preventative maintenance of the packaging line was performed after the production of the reported batch number.

Event description:
It was reported that the bd insyte IV catheter experienced poor perforation on packaging. The following information was provided by the initial reporter: this is a report about defect in perforation of the package before use.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued (B)(6), 2016, reference section (B)(4)). Bd notified FDA of this decision on (B)(6) 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on (B)(6) 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: insyte. Device failure: package damaged.